Event description:
It was reported that a customer experienced occlusion alarms. There was no adverse impact to the customer¿s blood glucose level. The customer followed instructions from technical support to troubleshoot the problem by adjusting the tubing and delivering boluses, and was advised to replace supplies as necessary and resume insulin. Occlusions continued and the customer reverted to manual dose injection.